Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Part manufactured in (B)(6). No record of part is available in the us part tracker system. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. The handle of the device was broken straight across where the screw that holds the spring attaches to the handle. The broken surfaces were on either side of the screw hold at the point where the distance between the edge of the handle and hole is the smallest. The broken surfaces were rough but consistent with the structure of the material used for this instrument and did not show any anomalies.

Event description:
It was reported that the forcep was returned to the repair department for replacement under warranty, about 3 years after purchase. The forcep broke were the lever springs is screwed into the handle